Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed when nurse tried to pull medication. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be file.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed when nurse tried to pull medication. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer powered down the station, removed the back panel, and found that cubie drawer auxiliary 5.2 was not on the bus. All cables at the rear for drawers 5.1 and 5.2 were reseated, the back panel was closed, and the station was powered on. A final test was successfully completed in the hardware test application. The system functioned as intended after the field service engineer resolved the issue.